Event description:
No new patient information; however, the device relationship was changed from not device related to device related per the investigator.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (endoleak), patient's condition affected effectiveness of device (circumferential aortic mural thrombus and calcification in the aortic neck). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (circumferential aortic mural thrombus and calcification in the aortic neck).

Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft was implanted in a patient for the endovascular treatment of a 65 mm diameter abdominal aortic aneurysm approximately 20 months ago. The aortic neck was 10 mm in length, 25mm in diameter proximally and distally with 30 degree angulation. The iliac arteries were mildly tortuous bilaterally with 5 percent stenosis and 5 percent circumferential aortic mural thrombosis/calcification. The three month CT image showed a small proximal type I endoleak with no aneurysm enlargement. The CT imaging from two months ago showed a type I endoleak from the proximal landing close to the renal arteries. The endoleak was corrected with cuffs and resolved. The investigator states that the endoleak was not related to the stent graft or the procedure. The patient will continue to be monitored by the physician. No additional clinical sequelae were reported and the patient is fine.